Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tube was inserted on (B)(6) 2023 and broken shaft resulted in leakage and loss of medicine, presented to the emergency department on (B)(6) 2023. There was no injury to the patient.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. However a corrective and preventive action was opened to further investigate the reported issue. In the meantime, all information received will be used for further tracking and trending purposes.